Event description:
In (B)(6) of 2012, the patient underwent a total disc replacement at c5-c6 with prodisc-c. The patient was experiencing persistent radicular pain. On (B)(6) 2014, the surgeon elected to remove the prodisc-c and revised the patient to a fusion using an allograph spacer and cervical plate. There was no reported issue with the prodisc-c implant. There was no reported surgical delay and the procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: reported only as (B)(6) 2012. A review of the device history records was performed and revealed that this article was manufactured according to the specifications.